Event description:
It was reported that the customer's device would no longer power on with ac or dc power. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The third party service agency evaluated the device and verified the reported failure. The power module assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.